Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - was the needle piece(s) retrieved during the same procedure? - were x-rays taken to locate the needle piece(s)? - was there any additional tissue damage as a result of searching for the needle piece? - if not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle piece in the future? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a endoscopic right ear tympanoplasty+tympanic exploration+release of stapes adhesion+removal of auricular cartilage procedure on (B)(6) 2024 and suture was used. Pull off suture needle. This case is from health authority. At 9:53 am, the patient underwent surgery. During the process of suturing the right auricle, the problem of the suture pulling off the needle happened, causing the needle to fall off. The surgery was stopped, and the search for the needle extended the operation time. Another suture was immediately replaced to continue the surgery. No adverse patient consequences were reported. Additional information was requested.